Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on 17-jun-2024 and 19-jun-2024 during use.the infusion set has been used for 2 days for both events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.